Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. Through visual inspection the reported condition was confirmed. A batch review was performed on the reported lot with no deviations found. The condition was determined to be due to the packing process. Several actions have been put in place to prevent this condition from recurring; however, further investigations are currently ongoing to evaluate if additional actions are necessary.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding a blood administration set in which the tubing has a large split on it and was observed on (B)(6) 2011. There was no patient involved. No additional information was available.